Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. Ok biotech tested the standby current of returned meter, the result was 0.8a. The criteria is <55a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 62/61 mg/dl, for level high were 253/243 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. 4. Because patient did not return her strips, so we tested the retain strips from our warehouse (same as patient's strip lot number:d160302-2 ) and tested with returned meter and our in house control solution. The control solution tests for level low were 66/61 mg/dl; for level high were 276/270 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass . 5. Patient's strip was manufactured on 03/02/2016 and expired on march 02, 2018, which was expired when having the adverse event. Patient's strip might get moist or expired which might caused or contributed to higher readings.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 9:00 pm after the end user alleged that she received faulty blood glucose results from her prodigy diabetes meter. The end user experienced a headache, back pain, wasn't responding and passed out. Her daughter immediately performed a blood glucose test with her prodigy meter and the reading was 114 mg/dl. The paramedics were called and attempted to perform a blood glucose test with their meter. But they were unable to get a reading indicating that her blood glucose reading was too low. She received IV fluids along with sugar water to assist in stabilizing her blood glucose level and there was no reasoning for transport to the ER. No additional details were provided in regards to this medical event.